Event description:
Apparently forearm caught in between side panel & arm of recliner (rigid forearm wrist area). Side panel made out of a plastic material that cracks. Also separation between panel & arm of chair allows a resident's arm to get caught.